Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Moisture damage electronic assembly. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up button of insulin pump was unresponsive. The customer blood glucose level was 6.4 mmol/l. Customer was assisted with troubleshooting. Customer states using the up arrow did not allow them to navigate screens. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was not unresponsive during an easy bolus attempt. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.